Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an elective device explant procedure since the patient decided they no longer needed ICD therapy, a ring magnet was held over the device and no evidence of magnet exposure was observed with interrogation. Programming changes were made and the next interrogation indicated the device had been exposed to magnet.